Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and selftest. No unexpected low battery alerts in the pump trace download file or during testing. Pump trace download analysis confirmed the pump alarmed a power error 25 alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management tool. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Tested with a test p-cap and the test p-cap did not lock in place properly. Unit received with partially broken off reservoir tube lip, missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, peeling serial number label, stained serial number label, peeling end cap address label and severe corrosion in battery tube.

Event description:
The customer reported via phone call that insulin pump had the cosmetic damage and missing plastic piece. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement and self test. No unexpected low battery alerts in the pump trace download file or during testing. Device trace download analysis confirmed the device alarmed a power error 25 alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management tool. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device received with missing retainer. Unable to perform displacement test due to missing retainer. Tested with a test p-cap and the test p-cap did not lock in place properly. Device received with partially broken off reservoir tube lip, missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, peeling serial number label, stained serial number label, peeling end cap address label and severe corrosion in battery tube.